Event description:
Covidien was called to repair and do a preventative maintenance on a 840 ventilator with a reported pressure solenoid "(psol) stuck". Covidien later rec'd info that the ventilator was used on pt admitted in the emergency department. According to the added info in the report, the ventilator alarmed for a malfunction after placement. The pt was immediately removed from device, manually ventilated using a ventilator bag, placed on a transport ventilator and transported. No delay in ventilation or change in therapy were noted. Covidien inspected the device and could not duplicate the alleged malfunction however, the psol was replaced as precaution. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).